Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired / had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. Due to the condition of the reload functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, when they prepared the device, the indicator of the green button flashed, firing could not be performed. (The button was pressed but the device did not move forward) when trying to open the jaws, but the clamp cover did not turn back, so the jaw was opened by the manual tool. The nurse removed the cartridge and attempted to load another reload, but still could no attach it to the adapter. The pusher tip of the adapter was extended and the single use loading unit (sulu) could not be attached to it. When the adapter was removed from the handle, and when calibration was done, abnormal noise was heard. The surgical time was extended by less than 30 min. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient. No patient injury.